Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the air/water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water channel was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope¿s ¿angulation control head is broken¿. The device was returned to olympus for evaluation and during the evaluation, the following reportable malfunctions was identified: white colored foreign substance was found inside the air / water channel. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The evaluation of the returned device confirmed the customer¿s reported issue, as the down angulation is non-operative and the up/right/left angulation are out of specification and play is evident. Additionally, the evaluation identified remnants of white colored crystalized contamination which is believed to be a simethicone within the air/water channel. The inspection of the device also noted, the light guide (lg) coverglass is cracked, the adhesive is worn at the distal end lg coverglasses and the objective lens coverglass. The adhesive at the distal end is lifted/peeling. The scope failed the electrical safety test. The scope past the leakage test. The device was last repaired in may 2023 for a customer reported leak from the distal end. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.